Event description:
It was reported that a handheld device (hhd) keeps freezing on a regular basis. Several hard resets had been performed. It was unknown which screen the hhd was freezing on. After performing a hard reset, the hhd will progress through menus normally and then shortly after will freeze again. The issue had been going on for two weeks, and two patients have been affected by it: the hhd froze during the office visits, and patients were sent home as a result. It was ensured that the hhd was not plugged into the wall while it was in use, verified the wand battery status, and confirmed the events were not affected by electromagnetic interference. No error messages or warnings are observed when this "frozen screen" occurs. It was confirmed that the hhd was definitely freezing and not just operating slowly. All the cables and connections were within good working conditions, and all connections were verified. The programming system was returned on (B)(4) 2013. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The programming wand performed according to functional specifications. No visual or mechanical anomaly was identified with the wand. Continuity testing of the serial data cable and the battery cable passed. Of the two patients that were reportedly affected by this event, one is implanted with a model 104 generator and one is implanted with a model 102r generator. Because of the design of internal components of the model 104 generator, it is not subject to setting changes due to interrupted system diagnostic tests; therefore, there is unlikely concern that the device settings could have been affected by this event. This setting change is possible with a model 102r generator therefore the patient information provided in this report is for the patient implanted with a model 102r generator.

Manufacturer narrative:
Event description, corrected data: previously submitted MDR inadvertently omitted that a returned product form indicated that the screen freeze occurred when interrogating devices. This report is being submitted to correct this data.

Event description:
A returned product form indicated that the screen freeze occurred when interrogating devices.